Event description:
Report received from abbott international (abbott-japan) which states, "the bleeding occurred from the loose connection on the lock connector of 3-way stopcock near the transducer. The amount of bleeding was very small and there was not any pt harm. The reporter could not notice the loose connection and/or there was a binding shortage of the connection." Additional info has been requested, but has not come available.